Manufacturer narrative:
Device evaluation: system won't power on due to facility electrical outlet being used, no product malfunction. Resolution and disposition: there were no parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not boot up. No patient involvement reported.